Manufacturer narrative:
The product has not returned for analysis, however, a video of the reported issue was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref#: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported the retainer that prevents the blood from returning did not work causing leakage and spattering blood when inserting the catheter. Approximate blood loss was 100ml. It appeared the hemostatic valve has moved inside the hub but did not move out of the hub or become detached from the hub. The sheath was being used on patient at the time of event. Air entered the patient¿s body but there were no patient consequences or symptoms.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported the retainer that prevents the blood from returning did not work causing leakage and spattering blood when inserting the catheter. Approximate blood loss was 100ml. It appeared the hemostatic valve has moved inside the hub but did not move out of the hub or become detached from the hub. The sheath was being used on patient at the time of event. Air entered the patient¿s body but there were no patient consequences or symptoms. Device evaluation details: on 14-dec-2022, the product was returned to biosense webster (bwi) for evaluation and the evaluation has ben completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported the retainer that prevents the blood from returning did not work causing leakage and spattering blood when inserting the catheter. Approximate blood loss was 100ml. Device investigation details: a video was received to help aid in the product evaluation. Evaluation was performed following biosense webster's procedures. According to the video provided by the customer, a blood leakage was observed on the hub section. However, due to the blood on the hub, it is not possible to see the hemostatic valve. The leakage observed on the device could be related to a dislodgment of the hemostatic valve inside the hub, however, this cannot be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed based on the video received. The device has not been returned for analysis and is not possible to assign a root cause based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Note: h6: investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the video analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).